Event description:
It was reported that, during a dhs hip procedure, the impactor plastic piece broke and the metal piece was worn off/broke. There was nothing to retrieve from the patient. The procedure was not extended, the surgeon used another instrument to complete the procedure. There was no adverse event to the patient. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is used for treatment not diagnosis. Product development event evaluation reports the returned dcs/dhs impactor tip (part#338.26) was manufactured in january 2004 and is over 8 years old. The damage on the remaining tip indicates that the tip was not always properly seated on the plate when the impactor was struck and that the strikes were considerably more than recommended by the technique guide. Device history record review shows no nonconformances. Placeholder.